Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg110216-01; 100miu/ml hcg urine lot: hcg110307-01; 293.8iu/ml hcg urine lot: hcg110216-04. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 293.8iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported false negative urine hcg results on one pt. The results were clearly positive on competitor's test; pt was definitely pregnant. No further info provided about pt.